Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. Customer¿s blood glucose level was 2.7 mmol/l at the time of incident and the current blood glucose level was 19.8 mmol/l. Customer stated that the insulin pump was beeping continuously. Customer was treated with food for low blood glucose event. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the low blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that they do not use auto mode feature. Customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.